Manufacturer narrative:
Additional information was received indicating the issue was found during testing, there was no patient involvement (updated h6) device evaluation: one pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of "system fault 46822." Functional testing was performed. The reported issue was not duplicated during the investigation. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited error code 46822. No additional information is available at this time.